Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis confirmed device allegation of premature battery depletion (pbd). However, review of memory noted no suspicious fault codes/restes or indications of pbd. The device passed the return product tests. In addition, the no problem detected was based on analysis of the returned product. No evidence of device defect, malfunction or damage outside the bounds of normal medical use. Further, a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.